Event description:
It was reported the patient was unable to use their device ¿because she felt something pop on her spine and every time she turned it felt like it caught.¿ it was noted ¿it had been a while¿ since the patient¿s condition started. It was also reported the patient¿s ¿legs gave out on her and she fell a lot.¿ it was stated the patient¿s ¿heart rate had been erratic and high and she thought that a lead may have been touching her heart.¿ it was noted a CT scan was performed three days prior to report and the operating health care professional (hcp) ¿could not find where the wires were supposed to be connected to her leads.¿ the patient's ins was reported to have been turned off at the time of report. The patient was redirected to her hcp. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 3998, lot# v415288, implanted: (B)(6) 2010, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension, product ID: 37743, serial# (B)(4), product type: programmer, patient product ID: 3998, lot# v415288, implanted: (B)(6) 2010, product type: lead. (B)(4).